Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose over 400 mg/dl and diabetic ketoacidosis. Troubleshooting found that the customer went to the hospital twice in the last 6 months. No further details provided.